Event description:
On september 1, 2006, the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter would not power on. On september 7, 2006, the medical affairs specialist (mas) spoke with the patient to obtain and verify information. For approximately two weeks, the patient noted the reported meter would not power on, or it would power off during use. The patient was unable to obtain a blood glucose reading. The patient called his physician, who recommended the patient visit the clinic office to have his blood glucose level tested as often as he could. During this time period when the patient was unable to use the reported meter, he continued to take his normal meals and prescribed medications. In the evening of 2006, the patient passed out, and hit his head on the dresser. Family members called emergency services. When the paramedics arrived, they tested the patient's blood glucose level to be 26 mg/dl.the patient was treated with six injections of an unknown medication, possibly glucagon. The patient's blood glucose level was retested to be 97 mg/dl, and he was transported to the emergency room. While in the emergency room, the patient's blood glucose level was 342 mg/dl, and he was admitted for two days with a diagnosis of hypoglycemia. The patient also suffered a bleed on the brain incurred from hitting his head. The patient takes the oral diabetes medications glucophage (metformin) 1000 mg and avandia (rosiglitazone) 4 mg in the morning, 500 mg metformin and 2 mg rosiglitazone at noon, and 500 mg metformin and 2 mg rosiglitazone in the evening. On the day of the event, the patient had taken his meals and medications as usual. The patient recently had gastric bypass surgery. His diagnosis for the hypoglycemic event was related to his dose of oral medications being too high after his weight loss. The patient's medication regimen has been reduced following his hospital stay. The patient has no backup meter. The customer care advocate (cca) determined during the troubleshooting telephone call, that the patient had replaced the battery correctly, the battery contacts were in good condition, the patient was using the correct test strips, and the meter had suffered no trauma. The meter, test strips and control solution were replaced. The patient was unable to obtain a blood glucose reading due to the power issue on the reported meter. He became hypoglycemic and received emergency medical attention and treatment. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.